Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. The hernia worsened with peritoneal dialysis therapy. On the day of diagnosis, the patient was hospitalized for the event. On an unreported date in the same month this report was received, the patient underwent a hernia repair surgical procedure. On an unreported date in the same month this report was received; dianeal therapy was discontinued, the peritoneal dialysis catheter was removed, and a port was inserted for hemodialysis therapy. Hospitalization was ongoing. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. A short simulated therapy was successfully performed. Per the device evaluation, there was no failure or malfunction identified that could have caused or contributed to the reported issue. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.